Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The field service technician advised the customer to swap power supply/line conditioner and pem. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified machine not staying on /power issue/burnt smell coming from the machine but not sure from which part. There was no donor involvement.